Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.